Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was ¿put in full blown withdrawals¿ 5 times in a year and a half by the health care provider (hcp). The patient¿s hcp kept wanting to change ¿stuff¿ in the pump. Whenever the medicine was changed to go stronger ¿or whatever,¿ the dosage was cut. The health care provider (hcp) took the patient from 7.9 milligrams (mg) per day down to 3.2 mg/day of morphine. The patient¿s tolerance was really high because the hcp¿s partner had the patient on pills for the past 7-8 years. At the time of the report the pump was being used to deliver morphine, prialt, and baclofen. Prialt was not added to the pump until last wednesday.